Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During the investigation, a small hole was observed in the exposed end of the soft cannula. The position of the hole was aligned with the tip of the formed needle. After turning the ratchet gear, insulin was observed exiting the hole and the distal tip of the soft cannula. The customer reported the soft cannula appeared normal, so it could not be determined how the cannula was damaged. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
A patient reported that her blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod on her arm. She attempted to lower her bg levels by delivering corrections, but was unsuccessful. The patient ultimately elected to replace the pod with a new one. The patient's bg history was as follows: (B)(6).